Manufacturer narrative:
Additional information for b3: the issues were observed as of on 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty-eight (58) exactamix vented micro-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action) . Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: fifty eight (58) devices were received for evaluation. Visual inspection was performed on the returned samples and identified dark spots/smudges/marks, dark fibers, white spots/particulates, red fibers/spots, clear or opaque residue/dried fluid spots, a brownish-orange spot, a green embedded mark, a white fiber, and a loose dark particle within the packaging. The particulate matter was observed on the white connector, blue spike cap/cover, white spike flange, outside surface of the tubing, and packaging materials. No particulate matter was observed within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, it was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.